Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Event description:
It was reported that during a t12-l1 instrumented fusion (t12 laminectomy, t12-l1 discectomy, t12-l1 instrumented fusion) surgery the spacer broke upon insertion. The spacer was later removed under fluoroscopy. Subsequent fluoroscopy showed that all pieces of the medical device were removed. A different more reliable device was implanted without incident.

Manufacturer narrative:
Additional information: product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation at the inserter attachment point suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.